Manufacturer narrative:
The balloon catheter was returned to edwards for evaluation. During preliminary engineering evaluation, the distal tip was thought to have been separated. Upon further clarification, the guidewire shaft was confirmed to have been cut by engineering in order to separate the catheter from the sheath. As there was no distal tip separation and, therefore, no risk to the patient, the event is not MDR reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
During the transfemoral tavr procedure, while attempting predilation with a 20x4 edwards bav balloon, the balloon ruptured and could not be removed from the e-sheath. The balloon and e-sheath were removed together and replaced with a new e-sheath. The tavr procedure was resumed without any complication. Additional inspection of the pictures provided also confirmed a distal tip separation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, while attempting predilation with a 20x4 edwards bav balloon, the balloon ruptured and could not be removed from the esheath. The balloon and esheath were removed together and replaced with a new esheath. The tavr procedure was resumed without any complication.